Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:42:55. During night drain cycle three, the patient's ultrafiltration reading was 1622ml, indicating the home patient (hp) drained 1622ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1622 ml during therapy initiated on (B)(6) 2012 at 01:42:55, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume. Review of the event log revealed user ended therapy before completing cycle 4 drain on (B)(6) 2012 at 22:20:01. The actual drain for cycle 3 was 3914 ml on (B)(6) 2012 at 9:33:57. The actual drain volume of 3914 ml is 156.6% of the largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.